Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced adhesions, recurrence, and pain. Post-operative patient treatment included revision surgery, lysis of adhesions, bilateral rectus myofascial release, left-sided transversus abdominis myofascial release, and recurrence repair.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced adhesions, recurrence, infection, inflammation, seroma, nerve damage, disability, sexual dysfunction, diarrhea, fatigue, cardiovascular condition, muscles in abdomen destroyed, discomfort, obstruction, and pain. Post-operative patient treatment included revision surgery, lysis of adhesions, bilateral rectus myofascial release, left-sided transversus abdominis myofascial release, medication, CT-scan, limited diet, and recurrence repair, mesh explanted, hernia repair with new mesh. Relevant tests/laboratory data: 09 dec 2014: op note stated CT scan confirmed hernia in left lower abdomen.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, h6(patient codes), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced adhesions, recurrence, infection, inflammation, seroma, nerve damage, disability, sexual dysfunction, diarrhea, fatigue, cardiovascular condition, muscles in abdomen destroyed, discomfort, obstruction, mesh folded, and pain. Post-operative patient treatment included revision surgery, lysis of adhesions, bilateral rectus myofascial release, left-sided transversus abdominis myofascial release, medication, CT-scan, limited diet, and recurrence repair, mesh explanted, hernia repair with new mesh. Relevant tests/laboratory data: (B)(6) 2014: op note stated CT scan confirmed hernia in left lower abdomen.

Manufacturer narrative:
Additional information: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.